Event description:
It was reported the pt had experienced feeling nauseated since scs implant. The pt had presented to the emergency room on several occasions due to the sensation. The pt had a thorough work up of the gastrointestinal tract and was treated with zofran to no avail. No gi abnormalities were found. F/u identified the pt underwent surgical intervention to explant the entire scs system. The pt continues to experience the symptoms and is working with her physician to determine a resolution.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.